Manufacturer narrative:
Correction b5: no arterial line air transmission, device alarm, leakage, or structural abnormality were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass using the fusion cardiotomy venous reservoir (cvr), localized foaming was observed at the venous reservoir air¿blood interface. The foam remained superficial and did not extend below the defoamer layer. No arterial line air transmission, device alarm, leakage, or structural abnormality was observed. Oxygenation and flow performance remained within expected parameters. Preoperative c-reactive protein(crp) levels were checked and found to be within normal limits. The use of the device was unknown. No patient complications have been reported as a result of this event.